Event description:
It was reported that a review of an event review was sent to technical services (ts) when it comes to this device, as the event was recognized in the fast zone with capacitors charging. A review by technical services (ts) noted that the device recorded an untreated episode due to high deflection noise in the primary vector resulting in inappropriate shock. This was the first episode recorded since the system was implanted. Ts discussed performing a high resolution x-ray of the system. Ts also discussed performing additional movement tests to evaluate the suitability of myopotential oversensing. Ts noted that if the secondary vector does not show eligible sensing qualities to be programmed, further troubleshooting would be needed. Additional information noted that this patient once again received an inappropriate shock and upon system interrogation noise morphology correlated to a sense b node issue. Ts confirmed this was likely the case and the physician noted that the secondary vector was nota valid sensing vector, thus a system revision was planned. The device and electrode were subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a review of an event review was sent to technical services (ts) when it comes to this device, as the event was recognized in the fast zone with capacitors charging. A review by technical services (ts) noted that the device recorded an untreated episode due to high deflection noise in the primary vector resulting in inappropriate shock. This was the first episode recorded since the system was implanted. Ts discussed performing a high resolution x-ray of the system. Ts also discussed performing additional movement tests to evaluate the suitability of myopotential oversensing. Ts noted that if the secondary vector does not show eligible sensing qualities to be programmed, further troubleshooting would be needed. Additional information noted that this patient once again received an inappropriate shock and upon system interrogation noise morphology correlated to a sense b node issue. Ts confirmed this was likely the case and the physician noted that the secondary vector was nota valid sensing vector, thus a system revision was planned. The device and electrode were subsequently explanted and will be returned. No additional adverse patient effects were reported.